Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. One day after event onset, the patient was hospitalized for the event. The patient was treated with injection of vancomycin (1 gm once every three days, discontinued, route not reported) and injection of piperacillin (4.5 gm, discontinued, route and frequency not reported) for the peritonitis. The patient was recovered from the peritonitis event. Seven days after event onset, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. No additional information is available.